Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As result of investigation, since there was no information to support whether the specifications were satisfied, it could not be determined whether the specifications were satisfied. In addition, the phenomenon was confirmed during pre-use inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source's scope connector needed to be cleaned. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.